Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged deterioration, infection or maceration are related to the activ.a.c.¿ therapy system. It is unknown if medical or surgical intervention was performed. The physician noted due to the patient's neuropathy, the patient cannot feel pain associated with a deterioration of his wounds. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area; untreated or inadequately treated infection; inadequate hemostasis of the incision; cellulitis of the incision area.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient: the patient experienced a technical issue with the activ.a.c.¿ therapy system and noted his bandage/compression sock on his foot was wet with no discharge coming from the dressing. The kci representative spoke to the patient, completed the device checks and assessed the activ.a.c.¿ therapy system was functioning correctly. The kci representative advised the patient that if he was concerned, the patient could go to his local hospital or contact kci again. On (B)(6) 2018, the following information was reported to kci by the patient: the patient was back at hospital for an appointment. The patient was advised that he could have a possible bone infection as his wound had deteriorated significantly. On (B)(6) 2018, the following information was reported to kci by the key nurse: the patient's wound did experience periwound maceration. No additional information regarding wound status was provided. On 18 sep 2018, the following information was reported to kci by the patient: the patient stated that he did not act on kci recommendations on (B)(6) 2018 to seek medical assistance or contact kci again if he had ongoing concerns. The dressing was removed on (B)(6) 2018 at his appointment based on a smell from the wound and a possible bone infection as stated to the patient by the physician. On (B)(6) 2018, the following information was reported to kci by the key nurse: the patient's wound was larger, malodorous and macerated. The nurse reported that intravenous antibiotics were not needed but wasn't sure if oral antibiotics were prescribed. The physician stated that this is a difficult patient to heal as the patient has neuropathy and therefore cannot feel pain indicating a deterioration of his wounds. Without frequent visual reviews of his wounds, it is very difficult for the patient to know how they are. On (B)(6) 2018, the following information was reported to kci by the patient: exudate allegedly leaked from the dressing. No additional information is available. On 03 aug 2018, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2018, post patient placement, the device was tested per quality control procedure by kci service center, and unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. There was no fault found with the device.